Manufacturer narrative:
(B)(4). Concomitant medical products : 51-107140, tprlc 133 mp type1 pps ho 14.0, unknown; 650-1057, cer bioloxd option hd 36mm, unk; unknown mh ringloc shell, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06152, 0001825034-2018-06151, 0001825034-2018-06150. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient's left hip underwent I&d due to nonhealing surgical wound approximately one month post implantation. No further information is available at this time.

Manufacturer narrative:
Upon reassessment of the complaint it was determined that the complaint was already reported on 0001825034-2015-00947. The initial report submitted should be voided.